Event description:
It was reported that the user experienced hyperglycemia while using the ilet and contacted support to perform a site change with contact detach; the agent walked the user through a site change only, insulin delivery was successfully reused, and the reported blood glucose was 224 mg/dl. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or additional clinical intervention. Investigation included troubleshooting and education over the phone. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with the event characterized as hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.